Event description:
The customer received questionable ion selective electrode (ise) sodium results on their c501 analyzer intermittently over the last two days. The customer provided data for five patients, of which there was one patient with discrepant results reported outside the laboratory. The patient's initial sodium result was greater than 160 mmol/l, the exact value was not provided. The repeat result from an integra 800, serial number (B)(4), was 148 mmol/l. There were no adverse events. The sodium electrode lot number and expiration date were not provided. The customer replaced all ise reagents, sipper tubing, pinch valve tubing, and the electrodes. The customer cleaned the sipper probe and performed a precision test with passing results. The field service representative (fsr) determined the reference electrode was worn out. Calibration, quality control, and precision testing were performed. The fsr and the customer performed precision testing, an ise check, and comparison study with the integra 800. All results were within tolerance.